Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was unexpected longevity with the cardiac resynchronization therapy defibrillator (crt-d). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. The iccd test measurement 2 produces a false failure on all blackwell models. The failure is caused by vector express ram ware which writes to the same memory locations used by the iccd test. This false failure had no effect on devices in the field because it is only executed during device manufacturing. The vector express ram ware uses this memory space exclusively in the field. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. The battery voltage was 2.99 on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.